Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 2.00mm x 12mm emerge balloon was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Updates: d4: lot number updated from batch unknown to 0028038364. D4: expiration date updated from unknown to 05/14/2024. D4: unique identifier (UDI) updated from unknown to (B)(4). H4: device manufacture date updated from unknown to 09/17/2021.

Event description:
It was reported that balloon rupture occurred. A 2.00mm x 12mm emerge balloon was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.